Event description:
The customer reported he had an unk size and lot dct tracheostomy tube with a pilot balloon failure. The customer did not have any info regarding whether or not the pilot balloon failure occurred during pt use or prior to insertion. The tube is not available for investigation.